Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 11.1 cm to 11.7 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported complaint of noise.